Event description:
Customer reported they could not see seven pts from floor 5 on their acuity central station. Welch allyn technical support troubleshot the issue remotely and determined that one of the (B)(4) network switches had failed this resulted in a temporary inability to centrally monitor patients, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events.

Manufacturer narrative:
Welch allyn field service replaced the defective fiber sfp (small form-factor pluggable) module in the (B)(4) network switch at the customer's site and restored network communications between the patient bedside monitors and the acuity central monitoring station. A (B)(4) network switch and its sub-assemblies are off-the shelf computer peripherals made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these components as the source of the failure.